Manufacturer narrative:
A review of the device history record (DHR) was carried out and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. A review of similar complaints across the product family was completed for the last 15 months. While similar complaints have been received, reviews of the trends and numbers do not currently indicate an adverse trend. There have been no other complaints reported for death or serious injury in the family of the device in question. Trends for this product family will continue to be monitored under the monthly complaints review. Based on the information provided, no conclusion can be drawn at this time.

Event description:
It was reported that friction was felt upon insertion of the third coil during an aneurysm embolization. Upon attempt to remove the coil, it reportedly unraveled. Most of the coil was retrieved with the use of a snare; however, a portion of the coil remained inside the patient. The procedure was aborted as a result of this issue. It was reported an additional procedure is needed. The patient is reported to be in stable condition.